Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had a CT scan in (B)(6) 2018 and that the stimulation was not turned off and they felt a sudden change in the stimulation. The also stated that they had back and neck pain and did not know where the pain was coming from. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient stated that they had the device removed because they needed to do MRI on their neck and that they would not have put in the device if they knew they could not have MRI. Patient also reported scar tissue as a result of removing the device. No further complications were noted or anticipated.